Event description:
It was reported a spectrum pump experienced heat damage. It was also reported there was no injury.

Manufacturer narrative:
(B)(4). The pump was received an evaluated by baxter. The reported heat damage was confirmed in evaluation, and contributed to an overheated wireless module. As a result, the rear case was replaced.